Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. Based on complaint information the actual device involved was a palindrome catheter, however the sample received was a mahurkar catheter without the arterial (red) adapter. The catheter came inside a plastic bag and did not present signs of use and the red adapter was detached from the extension and it was not present with the returned sample. Additionally the venous (blue) adapter did not present any problem. The reported condition has not been confirmed. An ishikawa diagram was used to determine the potential causes for this event. Manufacturing performed 100% inspection for cracked adapters per procedure. The instructions for use (IFU) state that the customer has to perform an inspection before using the device. The instructions state do not use the catheter if it is damaged or appears defective and that over tightening catheter connections can crack some adapters. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information, it can be concluded that the product was manufactured according to specifications. The adapter was more likely damaged due to manipulation and the most possible root cause can be considered as the instructions for use were not followed causing adapter over tightening. A trigger was found for the product family and for the product code. It was identified that both the observed rate of occurrence and the observed severity of harm are lower than or equal to that which is expected. It was decided to link this investigation to the corrective and preventative action (CAPA) that was created due to a trend of complaints related to leaks on the palindrome adapters (cracked adapters). The decision tool directs to review the health hazard evaluation (hhe) criteria applicability. An hhe was opened before to address these events. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states there was a crack in the venous luer adapter which caused a leak. The catheter was repaired and there was no harm to the patient.

Manufacturer narrative:
Submit date: 2017/june/16 an investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states there was a crack in the venous luer adapter which caused a leak. The catheter was repaired and there was no harm to the patient.